Event description:
It was reported that the arctic sun device was not cooling anymore. Please report directly in the intensive care unit. Per follow up information received via email on 20apr2023, there was patient involvement, but no injury or impact. Therapy was finished on a second device. No patient information. Per follow up information received via email on 01sep2023, device was found by the hospital. Root cause will be confirmed, once the technician was there to check on it.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Exchanged water and cleaning solution. Device with no errors. Passed calibration and stk/mtk. The reported event is unconfirmed, DHR review and labeling/packaging review is not required. Correction: d, e. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the arctic sun device was not cooling anymore. Please report directly in the intensive care unit. Per follow up information received via email on 20apr2023, there was patient involvement, but no injury or impact. Therapy was finished on a second device. No patient information.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.